Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for parkinson¿s dual. It was reported the patient¿s ins was taking too long to charge. They had charged for 3 hours the previous night and had gotten all of the coupling bars while charging. The patient was directed to consult with their healthcare provider (hcp) regarding the ins taking longer to charge. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating they went to see the health care professional (hcp) a day prior to the call, and there was a manufacturer's representative (rep) present at the appointment who told the patient to call the manufacturer and get a new ins recharger (insr) because it was not charging the implant properly. No further patient complications were reported/ anticipated as a result of this event.